Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had an emergency room visit on (B)(6) 2016 with blood glucose of 600 mg/dl. Customer's emergency room visit was due to high blood glucose. Customer was not yet treated at the time of call. Customer was wearing insulin pump at the time of emergency room visit. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. It was reported that drive support cap appeared normal. Caller stated that there were no leaks but there was one air bubble in infusion set and assistance was given in clearing air bubble. There were no site or insulin issues and settings were correct. Alarm history showed one no delivery alarm. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.